Event description:
It was reported that one week post implant, increased capture threshold was observed. Lead was successfully reposition. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.